Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; g4; h2; h3; h6 complaint sample was returned and reviewed against the reported event. Visual evaluation identified the blue sleeve to be missing. The strike plate shows wear and tear consistent with use over a field age of 2 years and 4 months. No other damages were noted and no further evaluation could be performed with the returned product. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during preparation for a hip procedure approximately, as the or staff opened the instrument case the blue sleeve at the tip of kinectiv inserter was found cracked. Attempts have been made and additional information on the reported event is unavailable at this time.